Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set could not be completely closed which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to: b5, h6, and h11. B5: during follow up, it was clarified that the minicap transfer set did not leak. H11: the device was received for evaluation. Visual inspection was performed and a broken occluder foot was observed. Leak, clear passage, and clamp function testing were performed and a leak due to a broken occluder foot was observed. Due to the returned condition of the sample, torque engagement testing was unable to be performed; however, the twist clamp's detent aligned with the notch during testing, fully engaged; therefore, the reported clamp did not close / remain opened was not verified. The cause of the damaged occluder foot could not be determined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.